Event description:
It was reported that the lead was explanted due to malfunction.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Insulation and conductor damage was noted at 30.5-31.5cm from the connector pin consistent with clavicle crush damage. The etfe coating was damaged at this location.